Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned multiple results for 1 patient tested on a cobas 6000 c (501) module. Based on the data provided for 4 runs, discrepant results were identified for glucose, bun, creatinine, alkaline phosphatase, cholesterol, triglycerides, ldl-cholesterol, hdl-cholesterol, na, k, cl, tsh and ft4 ii. Refer to attached data for the patient results. The results from the 1st run were reported outside of the laboratory. Corrected reports were issued following repeat testing. No adverse event occurred. The customer stated that 7 sample tubes were labeled with the same patient ID. Five of the samples matched by sample color and clarity but 2 did not. The customer thinks that some of the 7 sample tubes with the same patient ID may not have been from the same patient. The customer does not think there is problem with the analyzer as the labels were not applied by an instrument; the labels were applied manually. The customer was unable to clarify how many different sample tubes were used for each of the 4 runs. The customer was unable to clarify if the same sample tube was used for the repeat runs and the original run. The customer isolated and removed the 7 sample tubes. The customer has not had any further issues. The investigation was unable to find a definitive root cause.